Event description:
(B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Target lesion # 1 was a in stent restenotic lesion located in the 1st obtuse marginal (om) with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.25 mm. Target lesion was treated with pre-dilatation and placement of a 2.25 mm x 28 mm promus element¿ plus stent delivery system. Residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the distal left circumflex artery (lcx) with 70% stenosis and was 4 mm long with a reference vessel diameter of 2.25 mm. Target lesion was treated with pre-dilatation and placement of a 2.25 mm x 8.0 mm promus element¿ plus stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel the next day. In (B)(6) 2014, the patient presented due to chest pain and chest tightness and was hospitalized on the same day. Angiography revealed 70% in-stent restenosis of the stent in the 1st om. Two days later, the patient was treated with 3-vessel coronary artery bypass graft (CABG,) including left internal mammary artery (lima) to left anterior descending artery (lad), right saphenous vein graft (rsvg) to om1 and rsvg to posterior descending artery (pda). 5 days later, the the event was considered as resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).